Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the tip of the spine clam driver was stripped. It is not known when the damage was discovered. No patient involvement reported.